Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the sleep current measurement, active current measurement, and self-test. The test battery was removed and reinserted with no failed battery test alarms noted during testing. No device heating up noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Performed history review 1 week from the event date (B)(6) 2026 and found 7 failedbatttest (58) alarms on (B)(6) 2026. The following were noted during visual inspection: minor scratched display window, scratched case, cracked select button at keypad overlay, pillowing keypad overlay, cracked battery tube threads, cracked case at battery tube side, and stained serial number label. Pump was cut open to perform visual inspection found moisture damage on the pcba1 and pcba2. The test p-cap locks properly in place in the reservoir compartment. Power problem-device heating up not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced battery feels hot to touch pump is overheating. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer reported pump is warm, hot, or overheating. Customer did not report damage to battery compartment, battery cap, or pump case. Issue continued after replacing battery. The customer discontinued the use of the pump. Mmt-1884 was requested and customer responded that the device was returned for analysis.